Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Pieces that were stuck inside of me- vagina [foreign body in reproductive tract]. Tampon unraveled in me- vagina [device breakage]. Case narrative: consumer reported via email that the tampon unraveled inside of her and pieces became stuck. No serious injury was reported.